Event description:
It was reported that during a percutaneous intervention, a balloon rupture occurred. The lesion was located in an unknown artery. The 30mm x 3.5mm quantum maverick monorail balloon catheter was advanced to the lesion and burst at an unknown atm. However, it was reported that the balloon was inflated beyond the device's recommended rate of burst. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the balloon was reported to have been inflated above its rated burst pressure. The directions for use (dfu ) includes the following caution regarding over-inflation: "do not exceed the rated burst pressure" (rbp) and lists the rbp for 3.5 mm diameter devices as 20 atm. (B)(4).